Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated 3 cm posterior incisional separation, small portion of mesh exposure, 3 cm portion of exposed mesh at introitus, posterior wall erosion, atropic vaginitis, excision in office.

Event description:
Additional information received on 12/2/2022 as follows: beginning (B)(6) 2017 the patient was experiencing mixed urinary incontinence, voiding dysfunction and constipation.